Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2500 ohms, elevated threshold measurements and intermittent capture despite maximum device outputs on the left ventricular (lv) channel. Fluoroscopy was performed; however, no damage was noted at the angle the image was taken from. A revision procedure was performed. The lead could not be removed and was surgically abandoned and replaced. No additional adverse patient effects were reported.